Manufacturer narrative:
The patient experienced the peritonitis on an unreported date in (B)(6) of 2017. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was reported to be due to ¿the patient not cleaning their caps and had germs on their hands¿ (no further detail). It was not reported if the patient was hospitalized for the event. On an unreported date, the patient received an unspecified shot and began another unknown treatment for the peritonitis (doses, frequencies, and routes were not reported). It was reported that the peritonitis ¿did not go away after treatment¿ (no further detail on the outcome was provided). At the time of this report, dianeal therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.